Manufacturer narrative:
Additional information was received indicating the reported issue did not cause or contribute to patient injury and that the issue is ongoing. Patient information was received.

Event description:
Information was received indicating that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump changed doses on the pump due to no lock level on the pump. It was reported that the patient reported being "unable to move/turn in bed overnight, reports feeling off most of the night and unable to get to sleep until early morning." Per reporter the night pump's continuous rate was programmed to 2.1 ml/hr and that the patient subsequently reported that the continuous rate was 2.5ml/hr. Per reporter patient's doctor indicated "he is happy to go as high as 2.5 ml/hr if no improvement with the removal of sinamet plus.